Event description:
During inspection, it was reported that the device had the service indication, fault code in the memory and displayed the "call service" message indicating possible critical malfunction. The device could not be used to provide defibrillation therapy with the presence of the "call service" message. There was no pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The device was unable to provide defibrillation therapy. Physio cleared the fault codes in the memory which inturn cleared the "call service" message. The device software was updated and proper device operation confirmed through functional and performance testing. The device was returned to the customer for use.